Event description:
The pt underwent a sling procedure in 2005. During the procedure there was a bowel perforation of the small intestine. The perforation was repaired laparoscopically in the follow day. Pt is doing well.